Manufacturer narrative:
The t: slim pump user guide states: the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm in the morning. The customer interacted with the pump 12 hours prior to the alarm sounding. There was no reported impact to the customer's blood glucose level.